Event description:
Related manufacturer reference number: 2017865-2022-00028. It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation of the pacemaker, it was observed that there were multiple episodes of ventricular noise reversion. In clinic test of the right ventricular lead trends appeared normal and it was not known what caused the ventricular channel noise. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout.